Event description:
It was reported that the patient experienced lightheadedness. The patient's heart rate was suspected of being below the programmed lower rate of the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.